Event description:
The customer reported that the insulin pump turned off unexpectedly and turned on again by rebooting. Customer stated that he had to refill the reservoir and re-prime. Customer stated that the insulin pump alarmed iop test failure at 10:01am. Troubleshooting was done. Customer stated does not remember the blood glucose reading at that time but he stated it was around 200 mg/dl. The customer was assisted in performing self test and test passed. The customer was advised to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).